Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced an abnormal increase in ventricular pacing thresholds and impedance. The threshold and impedance will be monitored, because the patient's condition does not allow an immediate replacement. Cpi learned that this device was explanted november 24, 1997.